Event description:
It was reported that (2) devices were used during a ileocolonic pouch. It was reported by the affiliate that the 1st tlc75 was opened and would not fire. A second device was opened and it also would not fire. A third device was opened and the case was completed. There was no consequence to the pt.